Event description:
It was reported that the drill bit is broken off inside the attachment. There is no report of user or pt injury as a result of this event. Several attempts were made to gather additional detail from the account without success.

Manufacturer narrative:
Investigation results verified that the bur shaft was stuck in the attachment. The root cause of this incident may potentially relate to abnormal treatment of the product. This is possible as the shanks of the burs used in this attachment are very small and excessive force can cause them to break. The label of the device subject to this MDR has a warning which stated, do not use excessive force. A new device has been sent to the account.